Event description:
Patient reported a left side rupture discovered by ultrasound, and confirmed by MRI patient also reported discomfort on the prosthesis area and swollen, harden breast. Device remains implanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side "rupture¿, ¿discomfort on the prosthesis area and swollen, harden breast¿, "very discreet periprosthetic effusion¿, "doubled aspect of the prosthetic walls¿, ¿very indurated aspect of the left side device¿ and ¿significant alteration of the prosthetic content¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.the event of capsular contracture and seroma a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient also reported discomfort on the prosthesis area and swollen, harden breast. Physician reported capsular contracture baker grade iii, seroma-late and double capsule diagnosed by MRI.